Manufacturer narrative:
Concomitant medical products: product ID: 8529, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their implantable neurostimulator (ins) has been turned off for 20 years and they haven¿t used it in a long time but for some reason, it turned back on and is on a heavy setting. The patient reported that the stimulator was ¿doing what the stimulator does¿ and they could feel stimulation in their back and down their leg. The patient stated that they had an unrelated hairline fracture of the knee and the stimulation was not helping it. It was noted that the patient programmer was at the patient¿s home and they were unable to turn the ins off. The patient mentioned that their husband was handicapped and ill so they were at a handicap facility. It was reported that the stimulation that the patient was feeling was more than uncomfortable and the patient couldn¿t walk. The patient mentioned that they were handicap as well. However, the patient later confirmed that they weren¿t handicap, but their husband is. It was further stated that the whole thing started in the patient¿s knees and had been constant the whole time. The patient stated that they were in terrible pain. No falls or traumas were reported that could be related to this issue. It was noted that the issue started on the date of this report. It was recommended that the patient follow up with their healthcare provider (hcp) to have the ins checked. Additional information received on (B)(6) 2016 reported that on (B)(6) 2016 the patient¿s ins turned on by itself, without the patient doing anything. However, the patient earlier stated that the issue occurred on (B)(6) 2016; the exact date is unclear. The patient reported that they had no magnet or paddle to shut the ins off and they thought their managing physician had retired. The repair department was contacted as the patient was requesting a magnet to shut the device off. It was further reported on (B)(6) 2016 that the patient felt like they had needles in their knees. The patient also reported that they thought they were sent the wrong magnet. The repair department was consulted and the patient was sent a doughnut magnet and not a half moon. How to use the magnet was reviewed and the patient thought that they had turned stimulation off. The patient was to call back if they had any questions. It was later reported that the patient¿s spouse had thrown away the magnet and a replacement was requested. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had originally called their health care professional (hcp) but the issue was fixed before the hcp had called the patient back and the patient had not thought it was necessary to follow up. The patient reported that they had called the manufacturer. The representative had been terrific and transferred the patient to the proper department. The patient reported that the stimulator was off because the representative found the patient a new program and walked the patient through the process until the device turned off. The patient reported that they still did not know what in their house had turned it on. The patient had not had to use it for many years. Their back pain was being controlled by several epidurals a year. The patient also mentioned that was what really exceptional was that when their husband threw the magnet away by accident the manufacturer representative sent them a new one. It was reported that they had received excellent service through the years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.